Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing elevated blood glucose (bg). The contact thought that there was an issue with the fill estimate gauge on the pump. The contact did not provide further information. Although multiple requests were made for additional information, the customer did not reply to the request.